Event description:
Amo complete moisture plus multi-purpose contact solution caused: severe eye pain, inability to wear contact lenses, had to be put on antibiotic eye drops. Dates of use: 2007. Frequency: daily, route: ophthalmic. Event abated after use stopped or dose reduced? No.